Event description:
The customer's mother reported via phone call that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 190 mg/dl at the time of the incident. Customer went to the lake over the weekend and when he got home on monday, the pump was not working. Customer took the pump off on wednesday and was taken to the hospital yesterday because he did not have any supplies. Customer was told by the doctor that he needs a new pump. Customer had low reservoir alerts, battery out limit alarm, and an unexplained restart alarm in the alarm history. Caller stated that the pump was not stored or not in use for an extended period of time. Customer was not on the pump prior to the hospital stay. Caller stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer received a failed battery test during troubleshooting. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with dents on the lcd window, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.